Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a left inguinal hernia with mesh. He had revision surgery 1 year post-surgery. The patient underwent a laparoscopic preperitoneal repair of bilateral groin hernia. He had another revision surgery 1 year and 10 months. The patient underwent a left inguinal hernia repair with mesh. He had revision surgery 2 years and 3 months post-surgery. The patient underwent a recurrent right inguinal hernia with mesh. The patient experienced chronic infection, mesh shrinkage and mesh intertwined.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic laparoscopic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced recurrence, chronic infection, mesh shrinkage, mesh intertwined, lipoma. Post-operative patient treatment included revision surgery, repair of hernia with mesh, excision of lipoma of cord.